Event description:
It was reported that lead dislodgement was suspected. High thresholds were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).